Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a guidewire fracture occurred. The target lesion was located in the hepatic artery with a significant bend. A 200 cm x 10 cm fathom¿-14 guidewire was inserted through a 2.1f non-bsc micro-catheter. During the procedure 12 cm from tip of the guidewire fractured and detached inside the patient's body. A non-bsc catching device was used to remove the distal portion of the device out of the patient. No any fragment of the device left inside the patient. The procedure was not completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. An inspection of the device revealed that the tip was detached. Approximately 19cm of the tip was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a guidewire fracture occurred. The target lesion was located in the hepatic artery with a significant bend. A 200cm x 10cm fathom¿-14 guidewire was inserted through a 2.1f non-bsc micro-catheter. During the procedure 12cm from tip of the guidewire fractured and detached inside the patient's body. A non-bsc catching device was used to remove the distal portion of the device out of the patient. No fragment of the device left inside the patient. The procedure was not completed. No further patient complications were reported and the patient's status was stable.